Event description:
It was reported that after xience xpedition stent implantation in the distal left anterior descending coronary artery (lad), slow flow was noted. An unplanned xience xpedition stent was implanted in the mid lad, improving flow and resolving the event. There was no adverse sequela and no clinically significant delay in procedure reported. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ischemia is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.